Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the physician was using the memobag in the abdominal cavity during a laparoscopic hysterectomy, the closure wire was found sticking out from the wire storage part. Therefore, the doctor stopped using the memobag, removed and replaced with a new one to complete the procedure. Nothing fell/remained in the patient, and no injury to the patient occurred.

Event description:
Reported issue: the physician was using the memobag in the abdominal cavity during a laparoscopic hysterectomy, the closure wire was found sticking out from the wire storage part. Therefore, the doctor stopped using the memobag, removed and replaced with a new one to complete the procedure. Nothing fell/remained in the patient, and no injury to the patient occurred.

Manufacturer narrative:
(B)(4). Defective sample was received on 04-apr-2023. Received defective sample was packed in pe bag. Sample contained original pouch, separated end of the wire - loop and bag. Detail of the end of closure wire. It is visible that the covering white tube is still glued to the bag and that the end of the wire (loop) is missing. There were observed holes in the bag in several places caused by sharp instrument. It is visible that the end of wire, with the rest of white tube, creating loop was loosened from protective white tube. The end of wire with rest of white tube fits to the end white tube glued to the bag. There were observed traces of glue inside white tube and at the end of white protective tube inserted on the wire. A partial functional inspection was performed. It was possible to pull the bag down using a wire that was missing a loop at the end. It eliminates defect on the wire or in the drilled holes on the bag. Wire is assembled according to work instruction, threaded through the bag according to work instruction, glued on the inner side of the bag according to work instruction and closure loop was created according to work instruction. Loop is glued to the protective tube. There is defined 100% inspection of position of protective tubes (8 mm). These tubes must not overlap the wire loops and must be firmly glued (manual inspection by hands). Wires with insufficiently glued protective tubes should be detected and immediately scrapped. Disconnection of closure wire loop should be immediately detected. The review of ohr revealed no production issues from the perspective of the reported defect at the time of manufacture of the complained lot. Two possible scenarios were detected. Manufacturing defect: in case of missing glue inside the white tube glued to the wall of bag, the wire creating loop would not be sufficiently fixed inside the white tube. This can lead to the release of loop from the white tube when closing or pulling out the bag. User error: the customer may have used excessive force to close the bag or pull it out of the patient. This can lead to the release of loop from the white tube when closing or pulling out the bag. Both possible scenarios were successfully simulated on currently manufactured memobags. As mentioned previously, there were observed traces of glue inside white tube and at the end of white protective tube inserted on the wire. It means that manufacturing step where the glue is applied to the connection was executed so the scenario 1) is not relevant. Opening of loop at the end of closure wire was caused by usage of excessive force within bag removal (unintentional user error related). Customer reported that "the closure wire was found sticking out from the wire storage part". Wire creating the loop has come loose from the connection from the reason described in scenario 2) described above. In this moment, the issue was detected by customer (physician). The sharp end of wire was probably cut by physician due to potential injury within the removal of memobag from the patient. No other reason for cutting the wire and part of tube was identified. As the root cause of this complaint was determined "unintentional user error related", no corrective I preventive actions in production are deemed necessary to introduce. Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacturing of the complained lot. Reported defect can be confirmed. Closure wire end creating the loop was detached from the bag. The root cause of this complaint was determined as "unintentional user error related". There were observed traces of glue inside white tube and at the end of white protective tube inserted on the wire, so the manufacturing error has been ruled out. Opening of loop at the end of closure wire was caused by usage of excessive force within bag removal. As the root cause of this complaint was determined as "unintentional user error related", no corrective I preventive actions in production are deemed necessary to introduce.